Event description:
Per medwatch from received initially at facility, "patient underwent an exploratory laparotomy. Lysis of adhesions and bilateral salpingo-oophorectomy in 2006. The patient is very obese. A jackson-pratt silicone flat drain was placed along the pelvic floor and through out the abdominal wall. Three days later, the surgeon attempted to pull the drain and the drain fractured/broke. The patient was taken to surgery the next day, and the drain was removed. Packaging discarded when implanted."

Manufacturer narrative:
Ulfortunately, no product sample was returned for evaluation. Additionally, no lot number was reported so the device history record (DHR) could not be reviewed. Furthermore, an improvement to the drain manufacturing process was made, but without a lot number it cannot be determined if the action is applicable to this complaint. The instructions for use (IFU) provides detailed information regarding precautions for using these drains. Warnings/complications: "to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor for other similar reports and utilize the information as part of continuous improvement.